Event description:
Staff went to use this device and they turned it on and as they moved it they noticed a spark/arc where the power cord meets the device. The arc occurred because the power cord has made it way far enough out of the power receptacle even though the power cord bracket was in place.